Event description:
The pt underwent a surgical procedure, the needle broke off and a portion of said needle was left inside the pt. Add'l info received 12/30/2002 included the pt info listed in section a and that in 2000 the pt was returned to have the broken needle removed.